Event description:
The blood glucose device base unit connector pins are damaged. Reporter stated the 3rd and 4th pin from the edge has some brown color in base, however, there was no sign of fire, smoke, smell, or further damage. Reporter indicated there was no residue in the base unit and no damage to property around the unit or employees. It was reported the device was taken off the floor and the facility is awaiting replacement. A request was made for the return of the suspect device and replacement product was sent.